Manufacturer narrative:
The glucose and phosphorous reagents' lot numbers and expiration dates were not provided. The field service engineer found that the rinse levels in cuvettes were low. He adjusted the rinse levels to specifications. He then performed a system wash. The customer performed qc and it was within the specified ranges. The root cause was due to a low rinse water level. The service actions (adjusting the rinse levels to specifications) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 3 patients' serum samples tested with glucose assay and 1 patient's serum sample tested with phosphorous assay on a cobas c503 analytical unit when compared to a different analyzer. Sample 1 (patient 1) was tested for glucose: initial result: 171 mg/dl. Repeat result: 259 mg/dl. Sample 2 (patient 2) was tested for glucose: initial result: 110 mg/dl. Repeat result: 163 mg/dl. Sample 3 (patient 3) was tested for glucose: initial result: 66 mg/dl. Repeat result: 99 mg/dl. Sample 4 (patient 4) was tested for phosphorous: initial result: 3.12 mg/dl. Repeat result: 4.56 mg/dl. When the qc failed, the customer looked back at the initial results and questioned them. The samples were then repeated. The repeat results were deemed to be correct.